Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-16273 and 16274. The pt underwent a procedure for the implant of a permanent scs system. It was reported the physician attempted to implant the first lead (device 1), but the stylet got caught in the lumen. The physician decided to use a second lead. The second lead also was not implanted as the physician was unable to place the stylet entirely into the lead, and the lead was damaged. The physician was unable to advance the third lead to the targeted location and removed this lead. The second and third leads were from the same lot, and are being reported as device 2. The physician then tried a fourth lead (device 3), but he was unable to advance this lead to the targeted location. Ultimately, the procedure took 3 hours and was abandoned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.